Manufacturer narrative:
The t:slim user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer had take a shower while wearing the pump. Customer's blood glucose was 76 mg/dl. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.